Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardiac monitor that exhibited false positive episodes due to undersensing. The physician decided to closely monitor the patient. No patient consequences were reported.